Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and the current blood glucose was 185 mg/dl. Customer also reported that insulin pump wouldn't turn on. The customer was treated with manual injection and insulin pump. Customer changed site and with pump she put in new batteries and it would not turn on there was nothing on screen at all it finally came on about 10-15 minutes later but she noticed when blood glucose was high. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.